Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a stylet was introduced but the physician was unable to advance it through the lumen. The pacing lead was explanted and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. A test stylet would not fully pass through the lead due to the kinking and buckling. If information is provided in the future, a supplemental report will be issued.